Event description:
The pump was nearing eol (end of life) with an estimated eri (elective replacement indicator) of less than a month. It was replaced prophylactically to avoid in-vivo battery depletion. The operating room scheduling checklist dated (B)(6) 2012 noted "possible revision/replacement of the catheter"; a dye study had been done and the results were normal, no catheter intervention was indicated to have been done during surgery. Following surgery patient sustained no injury and recovered without sequela. The system was used to infuse fentanyl, clonidine, bupivacaine, morphine.

Manufacturer narrative:
Analysis of pump revealed motor and/or gear train anomaly/corrosion and/or wear and/or lack of lubrication.